Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an intermittent power issue. The reporter stated that the battery compartment had evidence of moisture present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: there was moisture observed behind the display screen lens. No damage was found to the pump case or battery compartment. Moisture and corrosion was found internally in all areas of the pump.